Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this patient was seen at the clinic low p waves and noise was seen on the right atrial (ra) lead. The sensitivity was decreased when it comes to this pacemaker and it was then possible to see intrinsic p waves. No adverse patient effects were reported. Additional information noted that a revision took place due to no sensing on the right atrial (ra) lead. The pacemaker was explanted and will not be returned while the lead was surgically abandoned. No additional adverse patient effects were reported.